Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, the keypad cover was returned detached from the pump, exposing all the button contacts. The audio bolus button cover was torn. All of the keypad buttons were unresponsive during testing. The cover was removed to investigate and contamination was found internally. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).